Manufacturer narrative:
The customer reported complaint for the platform displaying an error message user advisory (ua) 07 (discrepancy between load 1 and load too large) was confirmed during archive review and initial functional testing. The defective load cell modules 2 was replaced to remedy the fault, after which the platform passed all the final functional testing. No physical damage was observed during visual inspection. The archive data review indicated multiple error messages ua 07 around the customer event date. The platform failed the initial functional testing due to the error message ua 07 displaying upon power up. The load cell characterization test was performed and load cell modules 2 was found defective. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints for autopulse sn (B)(4).

Event description:
The autopulse platform (sn: (B)(4)) displayed an error message user advisory (ua) 07(discrepancy between load 1 and load too large) when powered on . The customer tried to pull up the lifeband and use new lifeband; however, the error message persisted. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.